Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the rptr: at the end of surgery, a piece of plastic was found in the pt cavity. It was discovered that the shaft was broken. The broken piece was retrieved. No bleeding occurred. No tissue was damaged. Operative time was extended more than 30 minutes.